Manufacturer narrative:
(B)(4).

Event description:
The customer stated the lancet from an accu-chek safe-t-pro lancet device did not retract causing an accidental stick. This occurred on either (B)(6) 2017. A facility staff member used the safe-t-pro lancet device on a patient but the lancet failed to fully retract back into the end of the device. The staff member accidentally stuck himself while discarding the device. Staff observed the lancet device and saw that the needle hadn¿t retracted fully after sticking the patient. The staff member didn¿t require any medical treatment; however, the staff member is under the facility¿s infection control policy and is being monitored for blood borne pathogens. The patient that was originally stuck with the lancet device is (B)(6). The customer said they had another safe-t-pro lancet device from this same box that failed to retract. There were no accidental sticks with this other device. The box of safe-t- pro lancets was requested for investigation.

Manufacturer narrative:
The customer stated the staff member who was stuck with the lancet has tested negative for (B)(6). The customer has not returned any product. A specific root cause was not identified. The investigation stated that in rare cases, the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel, impeding the lancet to retract back into the lancet housing. This could not be confirmed since no product was returned. A user error can be excluded as a root cause. The medical risk of this issue is less than remote. A review of similar complaints with the lot number ln472016 did not show an increase for the affected production interval. Medical assessment of the event stated the established product and process risk documents include the potential for this issue to occur.